Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and the display worked properly. The reported event could not be duplicated.

Event description:
It was reported that the ventilator display was blank. Although requested, information regarding patient involvement was not provided.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.